Event description:
Procedure: l5-s1 anterior lumbar fusion using arcadius system. Case was completed as usual, nothing out standing was noted. Final screw was placed by the surgeon. The general surgeon came in to close the patient up at which point instruments from the arcadius set where being put away. While doing so it noticed that part of the flexible screwdriver broke off and was left at the tip of s1. This was noted on the post op x-ray as well. General surgeon stopped closing and removed the part. After doing so an additional x-ray was done to confirm no pieces retained. This prolonged the procedure for 30min.

Manufacturer narrative:
Manufacturing site investigation: evaluation on-going.